Event description:
It was reported by svc report that the fowler gas cylinder was spongy and not holding weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.